Manufacturer narrative:
The returned parts and reports were reviewed by bioengineering and a report was received stating that the root cause is undetermined. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined the mode of failure of the prosthesis multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the finding of review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient had pain since (B)(6) 2011. The surgeon suspected pseudotumor. The patient was treated with steroid and recovered from the pain once. Recently, however, the patient had pain again. For this time, tissues like tumor were confirmed by CT and MRI photos. The tissue reaction was noted at articular capsule and muscular tissue around hips at the revision surgery. The taper of the stem and head was blackened and also the black matter was noted around the taper.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.